Event description:
A customer reported multiple suction breaks, incomplete flap in the unknown eye of a patient, during lasik surgery. The surgeon has had to send patient home to heal and bring back to re-treat.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative (did not) confirm nor replicate anything that would have contributed the reported event. The system was tested and found to meet product specifications. The root cause of the reported event cannot be conclusively determined, based upon the information provided. The manufacturer internal reference number is: (B)(4).